Event description:
The surgeon using the conmed shaver noticed that the instrument was not performing correctly. The shaver was removed from the patient. It was noticed that the shaver piece had broken away from the tip. It was confirmed that no pieces were retained.